Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the (B)(6) reported out of range low (oorl) qc results for ampicillin/sulbactam and escherichia coli atcc 35218 tm when tested with the vitek 2 ast-p586 test kit. Repeat testing with fresh sub-culture obtained the same result. There is no indication or report from the hospital to biomerieux that the discrepant result led to any adverse event related to any patient's state of health. The atcc 35218 result is not directly associated with any patient. Culture submittals have been requested by biomerieux for internal investigation. An internal biomerieux investigation will be initiated.

Manufacturer narrative:
Biomérieux conducted an internal investigation: a complaint history review was completed, the most recent quarterly trend review did not identify this complaint as a systemic quality issue. This investigation was initiated for qc profile out of range low ampicilline/sulbactam (sam01n formulary ) results with escherichia coli atcc 35218, on ast-p586 card. There was decreased growth observed in well 9 ampicillin/sulbactam (sam) 16 with package insert e.coli atcc 35218 for ast-p586 lot 366386410. Testing performed in st. Louis repeated the out of range low mic results with sam for e. Coli atcc 35218. This decrease in growth was not observed with gram positive strains which are claimed species for the ast-p586 card. The decrease in growth has the potential to cause the package insert e.coli atcc 35218 to fall out of range low. To further assess the decrease in growth in the sam 16 well (9) for gram positive organisms that are claimed for the sam test, additional strains were tested. The additional testing of gram positive strains gave acceptable performance for sam. The mic results for claimed gram positive strains for the sam antibiotic test contained on the ast-p586 card do not appear to be affected. The root cause of the decrease growth for e. Coli atcc 35218 was not determined as part of this investigation.